Event description:
Pt with squamous cell carcinoma of the vagina underwent a radical hysterectomy, pelvic lymph node dissection and vaginectomy with removal of all gross disease. At the time of surgery two drains were placed. On post-op day six, the left drain was removed with incident and upon removal of the right drain, the drain broke. An attempt was made to visualize the distal end of the catheter through the drain incision. However, the distal end of the drain had retracted below the level of the fascia. The pt was immediately taken to the operating room and underwent surgery for a laparotomy to remove the retained piece of the drain.